Event description:
It was reported that stent damage occurred. The target lesion was located in the obtuse marginal artery. A 20 x 4.00mm rebel bms stent was advanced for treatment. However, there was difficulty advancing the guide and the stent struts were bent. The procedure was completed with a different stent with the same guidezilla. No patient complications were reported.